Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visual observations do not reveal any anomalies on the external device. A versalok peek anchor was loaded into the gun and successfully deployed into test foam. There was no obstruction and the gun functioned smoothly as intended. We cannot confirm this complaint. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one dissimilar complaint for this lot of 48 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that during arcr the surgeon found the anchor was not deployed by the delivery gun after the inserter of the device was removed. The surgeon put the inserter back and tried to deploy it again, but the anchor was broken when it was deployed up to the middle of the bone hole. The surgeon removed the anchor and used a backup device to complete the procedure. It was reported that no broken piece was left in the patient¿s body. The surgeon succeeded in fixing anchors after this incident. There was no harm to the patient. Please see also medwatch report 1221934-2018-51489.